Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, difficulties were encountered when trying insert the lead through the patient's subclavian vein. The physician had noted that the patient's anatomy was tight after inserting the introducer. The rv lead was then inserted into the introducer with a guidewire inserted along side it. The physician then noted that the lead was too stiff and he was not able to navigate it through to the superior vena cava. A second puncture was then made more laterally; however, when he attempted to remove the introducer and lead from the initial puncture, the lead was not able to be removed. The physician had to apply additional force to the lead, and it was able to be removed but further inspection of the lead then noted that it had broken. X-rays were performed and it was confirmed that the electrode tip had broken off and was lodged in the patient's subclavian vein between the clavicle and the first rib. No additional adverse patient effects were reported. The physician weighed all the risks and benefits and decided that clinically the patient was under less risk if the remaining portion of the lead was left in the vessel as it was clearly lodged. The extracted portion of the lead will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the electrode tip was missing and the outer conductor coil was stretched at the electrode section of the lead. In addition, the inner conductor coil was also stretched and it extended past the distal end of the lead. Microscopic analysis of the electrode tip noted that the surface of the insulation in this region is torn. X-rays were taken of the lead and revealed that the conductor coils were stretched and deformed; damage indicative of the lead being pulled and then released. Laboratory analysis did confirm that the electrode tip became detached from the lead as a result of the lead being pulled with excessive force during the implant procedure.